Manufacturer narrative:
Device received with cracked reservoir tube lip and cracked lcd display window corners noted. The test reservoir was able to lock in place. Pump passed displacement test, a21 test and self test, no error noticed during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had damaged. The customer¿s blood glucose level was unknown. Customer stated that the insulin has squirting out from cannula during priming. The customer was advised the insulin pump need to replaced. Insulin pump will not be returned for analysis.